Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right atrial lead exhibited an insulation breach. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. A partial lead was returned in three pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation at 7.6 cm and 9.1 cm from the connector pin. The outer insulation was noted to be damaged due to electro-cautery at 11.6 cm and 12.4 cm from the connector pin. Also, external insulation abrasion breaching the outer insulation was noted at 12.1 cm to 12.2 cm from the connector pin consistent with friction to device can. All other damages noted are consistent with procedural damage.